Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 1627487-2020-00344. It was reported that the patient had what appeared to be occipital lead erosion on the right side of their head. The patient underwent a surgical procedure on (B)(6), however a abbott representative was not present.

Event description:
Additional information received indicates a metal plate was placed and the lead was screwed down during the procedure on (B)(6) 2019. Effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.